Manufacturer narrative:
Concomitant medical product: ms-30, stem, standard, cemented, 12, taper 12/14, ref#: 30.00.49-120, lot#: 2919193. The stem has been received and investigation is in progress. It was mentioned that the trial head will be returned for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information/ investigation report become available an updated report will be submitted. The following report is now associated with this event: 0009613350-2018-00286. (B)(4).

Event description:
It was reported that during a surgery the stem had no connection with the cement. A smaller one had to be cemented. It was further reported that the device was correctly implanted and "when the surgeon tried to remove the trial head, he applied a bit more force than usual as the head would not come off, the stem loosened from the cement. Since the patient has rather porous bones, the surgeon decided to apply more cement and implant a smaller stem".

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: lack of primary stability. Event summary: it was reported that during a surgery on (B)(6)2018, the ms 30 stem did not find a firm seat in the cemented bone. A smaller implant size was used instead in order to ensure proper connection to the cement. According to a personal contact with the surgeon in the clinic alzey on (B)(6) 2018, the ms 30 stem was correctly implanted. After trial reduction the surgeon had difficulties to remove the trial head, as the head would not come off. The surgeon applied higher forces than usual, where upon the stem loosened from the cement. Since the patient had osteoporotic bones, the surgeon applied more cement and implanted a smaller stem. Upon request, the trial head was returned and received on the (B)(6) 2018. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the received ms 30 stem shows a few scratches in the proximal part of the stem area. Further no considerable deterioration, deformations or imperfections of the stem can be seen. The trial head shows some normal signs of usage on the outer and the inner surface. - measurements: to ensure the stem has correct dimensions, relevant characteristic according to the inspection plan were measured with the caliper: characteristic no. 49 feature "dimension 27.15 +0.25/-0.25" -specification: max. 27.40mm; min. 26.90mm -measured value: 27.07 mm -conclusion: the width of cross-section a-a can be confirmed. Characteristic no. 51 feature "dimension 16.7 +0.2/-0.4" -specification: max. 16.90mm; min. 16.30mm -measured value: 16.90 mm -conclusion: the depth of cross-section a-a can be confirmed to ensure the conus has correct dimensions, relevant characteristic according to the inspection plan were measured with the caliper: characteristic no. 03 feature "diameter 13.69 +0.0/-0.04" -specification: max. 13.69mm; min. 13.65mm -measured value: 13.68 mm -conclusion: the most distal diameter of the conus can be confirmed. Further the DHR indicates that all stem components met all specifications. Measurements: to ensure the trial head has correct dimensions, relevant characteristic according to the inspection plan were measured with the caliper: characteristic no. 06 feature "conus diameter 12.8 +0.05/-0.0" -specification: max. 12.75mm; min. 12.80mm -measured value: 12.76 mm -conclusion: the inner diameter of the conus at height of the o-ring can be confirmed. Further the DHR indicates that all stem components met all specifications. - functional test: a functional test was performed, using two different trial heads listed within the applicable surgical technique, to check whether the head can be taken off as intended. Both trial heads could be removed from the stem without applying abnormal forces. Upon receiving the used trial head a functional test was performed with the received ms-30 stem and the received trial head. The trial head was tightly mounted on the ms-30 stem. Afterwards, the head could be disassembled without difficulties, no extraordinary force was required to remove the head from the stem. Therefore, based on this functional bench test we cannot confirm any jamming of the trial head. Review of product documentation: compatibility: all received components are compatible. - for the stem: inspection plan: - characteristic no. 13 feature dimension 140.5 +0.9/-1.8 with scope of testing: 50%. Means of inspection: caliper for the cone: inspection plan: - characteristic no. 5 feature circularity 0.008 with scope of testing: 100%. Means of inspection: "inspection workplace (mehrstellenmessplatz)" - characteristic no. 3 feature diameter 13.69 +0.0/-0.04 with scope of testing: 100%. Means of inspection: "inspection workplace (mehrstellenmessplatz)" - characteristic no. 1 feature diameter 12.77 +0.0/-0.04 with scope of testing: 100%. Means of inspection: "inspection workplace (mehrstellenmessplatz)" for the trial head: inspection plan: - characteristic no. 6 feature "conus" with scope of testing: 100%. Means of inspection: "functional gauge (funktionslehre) root cause analysis root cause determination using dfmea: - aseptic loosening due to insufficient primary stability caused by insufficient cement distribution due to implant design => not possible: as a systematic issue with design would have been detected as part of the issue evaluation assessment. - aseptic loosening (stress shielding) due to incorrect distribution of load due to design => not possible: as a systematic issue with design would have been detected as part of the issue evaluation assessment. - aseptic loosening due to surgeon unfamiliar with implantation technique of this stem design (early stability, e.g. Cementless implantation) => possible: as a lack of primary stability may indicate that the cement did not harden completely. - migration of stem short and long term due to wrong size implanted (incorrect size chosen) => not possible: as nothing indicates that a too big implant was chosen in the first place. Root cause determination using rmw : - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it was reported that the trial head sat firmer on the stem than usual. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as pulling out the stem from the cement bed might indicate that the cement has not completely cured or an abnormal force was applied on the trial head. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as pulling out the stem from the cement bed might indicate that the cement has not completely cured or an abnormal force was applied on the trial head. - inadequate usability of instrument due to inadequate design for intended handling performance => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as it was reported that the trial head sat firmer on the stem than usual. Conclusion summary based on the returned product and the given information the reported event could not be recreated, as the visual examination and the functional test did neither indicate any malfunctioning of the stem nor of the trial head. The trial head might get jammed on the taper due to an unclean connection or a wrong directed force during trial head removal, therefore, special care must be taken while pulling on the trial head. Further, poor stem fixation may also be possible, amongst others, due to bad cement preparation, inappropriate cement delivery, inappropriate cement curing or movement of the stem during cement curing. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for the reported lack of primary stability, as the returned products did not show any malfunctioning. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).